Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Device evaluation noted the image has dark partially, damaged on objective lens was observed. A definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported " grainy image" involving a bronchovideoscope. There was no patient harm, no injury reported due to the event.